Event description:
Brushes fallen apart, metal pins end up in mouth; brush-heads broken [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while his family used their oral-b rechargeable toothbrushes, version unk, the oral-b brush-heads, version unk have fallen apart resulting in metal pins in their mouths. This has occured to the entire family since beginning to use the new brush heads two weeks prior. The reporter stated they have been using oral-b every day for years. No symptoms developed. On (B)(6)-2015 rec'd consumer's f/u email: the consumer reported that 3 of the family's brush-heads had broken. On of the 3 brush-heads had been thrown away. No further info was provided.

Manufacturer narrative:
Return of prod has been requested. Prod and lot number not provided by the reporter therefore unable to proceed with prod investigation at this time. Full eval will occur upon receipt of the returned prod.